Event description:
The patient's son reported the patient's device is "not working right." The patient was referred back to her doctor. Upon follow-up, the hcp indicated there is no indication of any issue with the patient's device. The device was explanted and replaced. It was subsequently reported by the physician that the replacement occurred after the patient had received a large number of inappropriate shocks attributed to the lead, and that the patient experienced elevated cardiac enzymes and trauma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's son reported the patient's device is "not working right." The patient was referred back to her doctor. Upon follow-up, the hcp indicated there is no indication of any issue with the patient's device. The device was later replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku